Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient experienced peritonitis. Additional information was obtained during follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient was seen in the outpatient pd clinic on (B)(6) 2024 for symptoms of abdominal pain, fever, and nausea. The patient had a pd culture obtained the same day which had an elevated white blood cell (wbc) count of 580 and no organism growth. The patient was initiated on antibiotic therapy with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The patient is recovering and continues pd treatment with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.